Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer just switched to the new medtronic reservoir. This has been an ongoing issue for about a month. They have seen this issue in approx half of the sensor pads they have used for this lot number.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor pads were not sticking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.